Manufacturer narrative:
The actual device was not available; however, two retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including connection/rotation, leak, and flow testing were performed and no leaks, blockages, or issues were identified. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock was unable to drain fluid and was in a blocked state. This was observed while prepping for venous access before surgery. The device used to connect the venous pressure indwelling needle for venipuncture. After the stopcock was removed, fluid was able to drain. There was no report of patient injury or medical intervention associated with this event. No additional information is available.